Event description:
A past tandem mobi cartridge alarm was reported by the caller, which occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller managed to remove and replace the cartridge successfully, resuming insulin therapy without reloading the original cartridge. The issue was resolved satisfactorily.